Manufacturer narrative:
Patient's date of birth not provided/unknown. Additional 510k numbers: k011245 and k002188. Device not returned for evaluation.

Event description:
It was reported that the mount would not release from the implant (spb10) during impressions stage. Another implant was placed during the same surgery. Tooth location 25.

Manufacturer narrative:
No product was returned for inspection.. A device history review was performed and no related nonconformance's were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw loosening, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: instructions for use for swissplus® and tapered swissplus® implants' 9967 rev 0-09/14 technique information - step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex tool or hex drill: 2.5mmd internal hex implants - rh2.5, rhl2.5, rhd2.5; 3.0mmd internal octagon implants - ot3.0-s, otl3.0-s. Additionally, the fixture mount/transfer can be used as a temporary or final abutment for provisional or final restorations. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. As singular cause cannot be determined.